Event description:
A patient's contact reported to fresenius technical support they received the m31 air detected in cassette warning during fill 1 of 4 (665ml of 2300ml) of their peritoneal dialysis (pd) treatment. Fluid was seen leaking from the cassette. The patient stated the fluid looked like it was leaking from where the tubing goes into the cassette. The fluid leak was discovered during treatment complete - step 9. Fluid leaked from the cassette in the cassette door area. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient's contact reported to fresenius technical support they received the m31 air detected in cassette warning during fill 1 of 4 (665ml of 2300ml) of their peritoneal dialysis (pd) treatment. Fluid was seen leaking from the cassette. The patient stated the fluid looked like it was leaking from where the tubing goes into the cassette. The fluid leak was discovered during treatment complete - step 9. Fluid leaked from the cassette in the cassette door area. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since.